Event description:
Customer reportedly obtained results of 344mg/dl and 159mg/dl within 10 mins on the same device. No action taken based on device results. No adverse event reported and no treatment rec'd. No strip info provided. No quality controls were used. Requested return of suspect device and replacement was sent.